Manufacturer narrative:
Evaluation of returned product (not the actual sample, but the same lot #) found the unit functioned properly. Follow-up with the physician found, the doctor found some members of the pt family were positive for pseudocholinestarase deficiency, which may have played a role in the pt's reported problem. It was the doctor's professional opinion that the local anesthetic was not defective in any way. The co was unable to determine any reason that the needle would need to be replaced. The returned product functioned as expected. This appears to be an isolated event.

Event description:
Anesthesiologist reports being unable to thread the catheter. Reportedly, once the needle was inserted in the epidural space, it did not accept the supplied catheter. The doctor then tried another catheter stocked in the operating room (MFR unkown), getting the same results. The doctor then withdraw the needle and successfully used another needle and catheter set made by another MFR. The patient experienced cardiac problems due to a reaction to the local anesthesia and had to be placed on a ventilator. It is the doctor's opinion that the anesthetic were not defective in any way, but rather the patient had a reaction to the anesthetics in general. The patient is fine now.